Event description:
Repair request initiated for device with a report of cut cable. It was reported that there was no patient impact. Repair escalated to product event on evaluation due to overheating over threshold.

Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 75.2°f. However the rate of temperature rise was above threshold at 6.0°f/sec. Initial diagnosis indicated that the rear motor bearing was worn. It was also noted that the collet was corroded, the motor shaft was cracked and the cable was cut. Due to the rate of temperature rise the device was also evaluated by engineering. Engineering test analysis shows that the motor got hot in less than 30 seconds; it has extensive internal bearing noise and vibration; and the collet had significant rotational friction when tool was inserted and locked. The collet and motor were disassembled. The collet and motor bearings were lubricant deficient. Metallic shavings were readily visible throughout the motor internal cavity. The rear bearing was shattered with the balls missing. The rotor made direct contact with the stator. Deep and extensive circumferential gouging from metallic debris could be observed on the aft section of the motor shaft. The likely cause for these findings is that the motor had been immersed in a corrosive liquid that leached the lubricant from the bearings. The corrosive chemical immersion accelerated the dissolving of the bearing lubricant. The lubricant deficiency led to elevated bearing friction which resulted in motor bearing failure. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ warnings specify: "do not soak/submerge device. Do not use chlorine based or corrosive cleaning agents." We will continue to monitor this complaint type for trends. (B)(4).